Event description:
Device report from (B)(6) reported the following: while using a screwdriver to back off a set screw, the shaft began to unscrew out of the t-handle dropping residue of unknown origin into the patient. The residue from the handle material was removed from the patient and the surgeon reported that he was confident that all of this residue was recovered.

Manufacturer narrative:
MFR cannot be identified without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.